Manufacturer narrative:
This report is submitted on august 08, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth and infection at the abutment site in (B)(6) 2018. Subsequently the site was cauterized and antibiotics were administered (type not reported). The infection had reportedly since resolved and the patient is being clinically managed by the health care provider.